Event description:
It was reported that the patient presented in the operating room for an unrelated procedure. After the procedure, it was noted that the atrial lead had high capture threshold, low impedance and sensing had dropped. The patient was asymptomatic due to the event. The patient was brought into the operating room for a lead revision on (B)(6) 2017. It was observed under fluoroscopy that the lead slack was pulled back, but there was no allegation of lead dislodgement. The physician was unable to gain access so the lead was left in place. The lead was reprogrammed. The patient was fine before, during and after the procedure.